Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the blower temperature too high error message. The rse provided the recommendation from the v60 service manual and provided the part replacement details for the motor control (mc) printed circuit board assembly (pcba). The customer confirmed the mc pcba was replaced and the issue resolved. The device was verified as operational with performance verification testing and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting an error message indicating the blower temperature was too high occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the blower temperature too high error message. The rse provided the recommendation from the v60 service manual and provided the part replacement details for the motor control (mc) printed circuit board assembly (pcba). The investigation is ongoing.